Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte 15cm small bore bi-ext set had a loose connection. The following information was provided by the initial reporter: the luer lock plug keeps rotating and gets disconnected soon after securing. Additional information provided: 1. Can you confirm is there any patient impacted? - yes,there was a blood spillage for one patient, incident report has been raised by the staff nurse. 2. Can you confirm that there are any serious injuries that occur to the patient? - no serious injuries. 3. What is the current nurse status? Is she/he ok? - nurse is fine. 4. Quantity involved - (B)(4) quantities in total of the same batch. 5. Date of occurrence- (B)(6) 2025. There was a type in the date of occurrence, it is (B)(6) 2025.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of connection issue was not confirmed upon inspection of the samples. Analysis of the sample showed that no damage or trouble with the connection was observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information provided: 1. Can you confirm is there any patient impacted? - yes, there was a blood spillage for one patient, incident report has been raised by the staff nurse. 2. Can you confirm that there are any serious injuries that occur to the patient? - no serious injuries. 3. What is the current nurse status? Is she/he, ok? - nurse is fine. 4. Quantity involved - (B)(4) quantities in total of the same batch. 5. Date of occurrence- 23/05/2025. There was a typepo in the date of occurrence, it is 23/04/2025.